Manufacturer narrative:
The reported event of premature battery was not confirmed. Th reported event of no rf telemetry was confirmed. The device was above elective replacement indicator (eri) level upon receipt. Eos alert was falsely triggered consistent with electromagnetic interference. Analysis performed indicated normal device characteristics, and device can interrogate through inductive telemetry throughout the tests. Longevity assessment was performed, and device was in the normal range of operation with appropriate remaining longevity.

Event description:
Additional information was received that the device was explanted and replaced to resolve this event. The patient was stable.

Event description:
During an in clinic follow up, the device was not able to pair to remote monitoring. Subsequently, the device was not able to be interrogated. An end of service message was displayed, and premature battery depletion was suspected. No intervention has been performed. The patient was stable.